Event description:
Attempted placement of intrathecal catheter. At implant pt was a "wet stick". Fluoroscopy showed possible penetration of the cord with the neelde. Pt did not appear adversely affected at the time. Physician postponed implant. Pt reportedly experienced "a lot" of pain for "a couple of days" following the procedure and then developed paralysis in the left leg. At this time, pt outcome is unk. No more information is being provided by the professional care givers involved until further notice.